Event description:
Test strips are marketed to perform equally to another co's test strips. Many customers have returned stating these strips give low readings. Therefore, the customer does nothing about their high blood glucose. Discovry is usually by their dr after lab tests have showen elevated blood sugar (even glycosolated hemoglobins show high).